Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hemorrhage is listed in the xience alpine, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the patient presented with non-st elevation myocardial infarction (n-stemi). On (B)(6) 2018, the 3.0x18mm and 3.0x28mm xience alpine stents were implanted. On (B)(6) 2018 the patient was re-admitted with cardiovascular symptoms including syncope. On (B)(6) 2018 the patient was re-admitted with hemorrhagic disorder. The type of intervention has not been reported and final patient outcome is unknown. No additional information was provided.